Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited impedance spikes and elevated sensing integrity counter (sic). The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.